Event description:
Plaintiff alleges the development of latex allergy after the exposure to latex gloves as a patient in the hospital. Plaintiff has developed a type 1 latex allergy which causes plaintiff to suffer severe and immediate reaction upon re-exposure to latex or latex containing products.